Event description:
Manfuacturer's reference number (B)(4).

Manufacturer narrative:
On 28th of september 2020 getinge became aware if an issue related to one of our devices - blueline 80-30. During the device inspection paint chipping from a fork was discovered. No information about patient involvement was reported however we decided to report this case in abundance of caution and based on potential as any paint particles falling into sterile field might be a source of contamination. During investigation, it was found that device was not according to the manufacturer¿s specification as the paint peeling occurred on the device. It is unknown if the device was being used for patient treatment when the event occurred and it contributed to the event. The investigated issue has not led to serious injury or worse. Two likely root causes have been established. Investigated issue can occur due to impacts or collisions (abnormal use) or usage of incorrect cleaning methodology. Both of these causes could be avoided by following the user manual ¿ instructions related to positioning of the light and cleaning methods. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Manufacturer narrative:
Additional information will be provided upon results of investigation. Device not returned to manufacturer.

Event description:
On 28th of september 2020 getinge became aware if an issue related to one of our devices - blueline 80-30. During the device inspection paint chipping from a fork was discovered. No information about patient involvement was reported however we decided to report this case in abundance of caution and based on potential as any paint particles falling into sterile field might be a source of contamination. Manufacturer's reference number (B)(4).